Event description:
Reporter indicated a pt underwent lead and generator replacement due to a lead discontinuity. Further follow up with treating physician revealed that system diagnostic testing prior to replacement surgery resulted in high lead impedance reading, indicating a possible lead break. Pre-operative x-rays reviewed by MFR confirmed a lead break. No serious injury was reported.

Manufacturer narrative:
X-rays were reviewed by MFR. Review of x-rays by MFR revealed an obvious discontinuity in the ncp system. Device failure occurred, but did not cause or contribute to a death or serious injury.